Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 22-oct-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The eccentric target lesion was located in the mildly tortuous and non-calcified left circumflex artery. Following administration of 7000 units of unfractionated heparin (ufh) via intra-arterial (ia) route, a 7fr jl4 short tip guiding catheter was advanced to engage left circumflex (lcx) artery ostium with good support and without complication. The target lesion was traversed with 0.014x180cm non-bsc guide wire. A 2.0x10mm and 2.5x10mm non-bsc balloon catheters were used to pre-dilate the proximal to mid lcx with maximal pressure of 14 atmospheres and 12 atmospheres respectively. After a 2.50 x 20 synergy drug-eluting stent was successfully deployed at a maximal pressure of 14 atmospheres in the mid lcx, a 2.50 x 24 synergy drug-eluting stent was advanced, but failed to cross the lesion even after several attempts. The device was removed and a new 2.50 x 24 synergy drug-eluting stent was advanced and was successfully deployed at maximal pressure of 12 atmospheres in the proximal lcx with the support of a guidezilla guide extension catheter. Post-dilatation was then performed with 2.50x10mm non-bsc balloon catheter at 20 atmospheres. Final angiogram showed no residual stenosis and timi iii flow was obtained. The procedure was completed and the patient's status was stable. However, returned device analysis revealed stent damage. Synergy ous mr 2.50 x 24mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified distal stent damage. The undamaged proximal crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.